Event description:
It was reported that the bd safetyglide¿ needle was blocked while trying to draw up liquid. The following information was provided by the initial reporter: "as per cs, the customer reported that 1 in every 3 needles out of the 1 boxes of 308-305916 appears to be clogged and they are unable to pull up any fluids with the products."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 01-dec-2022 h.6. Investigation summary: it was reported there were clogged needles. To aid in the investigation, six samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. As the lot provided is 'unknown,' a device history record review could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 2010011 was not found for the reported catalog# 305916. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while trying to draw up liquid. The following information was provided by the initial reporter: "as per cs, the customer reported that 1 in every 3 needles out of the 1 boxes of 308-305916 appears to be clogged and they are unable to pull up any fluids with the products."